Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and a right atrial (ra) lead due to no longer being needed. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, the ra lead was successfully removed. Switching to the rv lead with the same glidelight device, progress was made to the superior vena cava (svc); however, the lld ez, along with the rv lead separated due to pulling. When lasing in the svc, in an attempt to further extract the rv lead, there was a sudden drop in blood pressure. Rescue efforts began, including CPR and sternotomy. Perforations in the innominate vein and two in the svc were discovered and repaired (MDR #3007284006-2025-00021). The physician did not attempt to unlock the remaining portion of the lld ez. The rv lead, along with the lld ez, remained in the patient (MDR # .). The patient survived the procedure. This report captures the lld ez within the rv lead which separated, along with the lead, and remained in the patient.

Manufacturer narrative:
A2): patient date of birth unk. A4): patient weight unk. A5): patient ethnicity unk. A6): patient race unk. B7): other relevant history unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): a portion of the lld ez was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): since no device evaluation was performed, the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.